Event description:
On 07-apr-2026, a sales representative reported via (B)(4) that the ar-6495 pump remote is changing the pressure up and down without any interaction. This issue was discovered during a case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.